Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: watertightness was not maintained due to holes in the distal sheath; the bending angle was insufficient due to the elongation of the angle wire; the play of the angle knob is out of the normal state due to the elongation of the angle wire; improper insertion of the instrument into the forceps channel was observed; buckling of the insertion tube, peeling of the coating, and bending of the insertion tube; wrinkles on the insertion tube; switches 1 and 4 were worn out; wrinkles were found in the universal cord; and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that there were air/water leaks in the evis lucera elite gastrointestinal videoscope. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material due to insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. Identification of the material was inconclusive. Olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope.